Manufacturer narrative:
(B)(4). Date sent: 10/21/2021. D4: batch # unk. Additional information: patient is stable, was discharged 2 days after the surgery. No consequences or changes in the post operative care of the patient.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure ecr60b reload was loaded into plee60a, and then the surgeon grabbed the stomach tissue, closed the gun, 15 seconds waiting time, then he initiated the firing process. The gun cut the tissue without stapling. No patient consequences reported. No further information is available.